Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not work and had liquid inside was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had cosmetic damage, a c-3 error code (console damaged), component damage, corrosion/rusting/pitting. It was further determined that the device failed pretest for visual assessment, break out box motor assessment, and safety check assessment. The assignable root cause of these conditions was determined to be due to misuse, abuse and/or error. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the handpiece device did not work and had liquid inside the device. During in-house engineering evaluation it was determined that the device failed safety check assessment (unintended motion). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.